Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Event details: foreign matter at the tip of syringe.

Manufacturer narrative:
(B)(6) follow up for device evaluation. A report was received indicating the presence of foreign matter at the tip of a syringe. To support the investigation, one unpackaged sample and two accompanying photographs were submitted for evaluation by the quality team. A visual inspection was conducted, revealing dark-colored specks of embedded, degraded resin within the syringe barrel. The photographs provided correspond to the sample received. No additional defects or irregularities were observed during the inspection. The presence of embedded degraded resin is typically associated with the startup phase or intermittent occurrences during the injection molding process. During these times, degraded resin may dislodge and become incorporated into molded components. Based on the investigation with the returned sample analysis the customer-reported symptom is confirmed.